Event description:
It was reported that at patient underwent a vaginal delivery on (B)(6) 2024 and suture was used for vertical laceration in the 6 o'clock direction of the perineum. The doctor applied layered suture and intradermal suture to the skin layer. On the 9th day after surgery, the woman complained of unbearable pain at the perineal incision. During the perineal examination, it was found that the perineum was red and swollen with inflammation, and the suture was not absorbed. The patient was treated with suture removal and anti infection therapy. After treatment, the patient was discharged on the 15th day after surgery. This incident resulted in an extension of the mother's hospital stay. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: lot uebbdqhwo is invalid. Please provide a valid lot number. Please provide the name and type of suture. Please provide the product code. Please provide the patient's weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the suture removed during an additional surgical procedure? Was the anti-infection therapy a prescription medication? Please specify. Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Please refer to the event description, other information requested is unknown.